Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range pacing impedances on the non-boston scientific right ventricular (rv) lead and left ventricular (lv) lead measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that an additional lss occurred a year ago and the respiratory rate trend feature was programmed off prior. Boston scientific technical services (ts) recommended to perform isometric testing and arm movements with serial impedances. Ts provided possible causes and provided programming options. At this time, this pacemaker and non-boston scientific rv and lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).